Manufacturer narrative:
The performance of the device under complaint was scrutinized including a visual and an electrical analysis. The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 28 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The damages can be considered to be the root cause of the clinical observation mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was fractured and exhibited varying impedance changes and noise. This ra lead was explanted. No additional adverse patient effects were reported.